Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-02025 & 2134265-2015-02027. It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the proximal to mid left anterior descending artery (lad). Pre-dilation was performed. A 1.20mm x 8mm emerge¿ balloon catheter was attempted to be inserted to dilate the lesion. The haemostatic valve was partially closed and the balloon caught friction and snapped at the mid shaft, distal to the balloon bi-segment inner lumen. The device was removed and was replaced with a 1.20 x 8mm emerge¿ push balloon catheter. During removal post dilation, friction was noted again and when applying force to remove the emerge push snapped at the mid shaft. The lad was treated with 3 promus premier¿ stents. A fourth stent, a 12 x 2.50 promus premier¿ stent, was then advanced to treat the diagonal artery; however, the stent was unable to cross the lesion. The 12x2.5 promus premier was then removed, with noted force, resulting in the second stent that had been implanted in the mid lad, a 28 x 3.50 promus premier¿, becoming deformed and moving completely out of position. The patient then began to arrest. The stent was ballooned against the vessel wall and the patient was sent for surgery. No further patient complications were reported. The surgery details are unknown, but the patient was noted to be stable and well.